Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleges that a few days post implant, the ICD "malfunctioned and began delivering painful and repeated shocks" to the patient. It is also stated that when the pt presented to a hospital, the staff was unable to deactivate the device, reportedly because a magnet could not be located. It is further reported that the pt continued receiving painful shocks, "at least 65", until the device was deactivated. The lead was replaced. No further patient complications have been reported as a result of this event.